Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Remedial action: notification. Recall: z-1538-2017. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. According to the instructions for use (IFU), if only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. Disconnection of both power sources will lead to loss of power to the pump with a subsequent pump stoppage. The IFU explains the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, damaged equipment should be reported to the manufacturer and inspected. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. It was reported that power port 2 had a bent pin and power disconnect alarms on the controller. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned controller revealed that the controller failed visual inspection due to a bent pin on power port 2. The bent pin did not allow a battery to properly connect to the controller. The most likely root cause of the bent pin event can be attributed to a forced connection. Additionally, the serial port was found loose with the o ring gasket and rubber cap missing; internal inspection revealed that serial port connector's locknut was tight inside the housing. A possible root cause of loose connectors may be attributed to a shift in the manufacturing process. The manufacturer has opened an internal investigation to evaluate bent pins. The manufacturer has opened an investigation with the supplier to evaluate the loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller was constantly alarming "power disconnect" and "connect power". The patient's spouse states many batteries have been tried and they do not stay connected and do not "click" into locked position in the controller connector. The patient and their spouse exchanged controllers while at home without incident. Upon arrival at the clinic and visual assessment of the replaced controller it was determined that the issue was a bent connector pin on power port #2. The controller was exchanged. No patient complications have been reported as a result of this event.